Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. He stated he was using the labeled lens constant. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain info. (B)(4).